Event description:
It was reported that the patient had an arm pain following a trial procedure. The patient was reportedly doing well after a lead pull. All device components were discarded.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 days ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7196899.